Event description:
It was reported that during equipment testing, the drill heated up. This event occurred prior to the start of a surgical procedure, so there was no pt involvement. Backup equipment was readily available, so there were no delays to any scheduled procedures. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.